Event description:
It was reported during the procedure the when the subject stent was advanced inside the catheter, there was friction resulting in the stent prematurely deploying inside the catheter. Both the catheter and subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure the when the subject stent was advanced inside the catheter, there was friction resulting in the stent prematurely deploying inside the catheter. Both the catheter and subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
C2/d10 concomitant products grid ¿ added h3 device evaluated by mfg - updated due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed within a microcatheter, and it was recovered during microcatheter investigation. The stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was intact. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter were confirmed, as the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. It was reported that, the physician used a soft guidewire to work with the microcatheter to deliver the stent and friction was encountered when rotating the guidewire in microcatheter. Replaced the guidewire with another one to try and it could be delivered normally. After placing the microcatheter to the location the operator delivered the stent the stent deployed in hub. Withdrew the stent with microcatheter together and used new microcatheter and stent to deliver and deploy successfully. Additional information stated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. It is possible that the introducer sheath may have moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would begin deploy into this gap and would not be able to be advanced or pulled back through the catheter. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath and in the proximal section of the microcatheter shaft. An assignable cause of procedural factors will be assigned to the reported event of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deployed prematurely during use, sdw kinked/bent and stent deformed, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.